Event description:
Olympia clinical study. < 24 hours after a coronary artery drug eluting stenting procedure the pt experienced a stent thrombosis (st) and required a target vessel reintervention (tvr). Lesion 1 was a 2.6mm, 80% stenosed, 11mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus liberte' 2.75x12mm drug eluting stent int he target lestion. Lesion 2 was a 2.8mm, 80% stenosed, 6mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with direct stent placement of a taxus liberte' 3.00x8mm drug eluting stent in the target lesion. Less thatn 24 hours after the initial procedure, the pt experienced a st. The pt then underwent tvr of the prox lad. The physician performed successful pci of the prox lad with resolution of the st. The pt was discharged 4 days later on plavix and aspirin.